Manufacturer narrative:
.

Event description:
The manufacturer representative reported a patient was admitted to the hospital with altered mental status, fever, and increasing spasms. The patient's hcp was evaluating for a possible overdose. The pump was interrogated and it was found the patient's dose of 500 mcg/ml intrathecal baclofen was 80 mcg/day. The patient's dose had recently been increased from 100 to 125 mcg/day to help with spasms, however, two days prior to the event the dose was decreased to the 80 mcg/day dose. After interrogation of the pump, withdrawal was suspected. The hcp ordered an increase of the dose to 100 mcg/day and three oral doses of 10 mg baclofen to be given over one day. The patient remained in the hospital but her mental status was back to baseline. Additional information has been requested from the hcp but was not available on the date of this report.